Event description:
The customer reported via phone call that her bolus wizard was not set up correctly. Her blood glucose level was 511 mg/dl and insulin was not being delivered via the bolus wizard. The bolus wizard was not delivering the correct amount of insulin. She was feeling groggy. The customer jumped in the pool with her old insulin pump. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.